Event description:
It was reported that during a percutaneous transluminal coronary angioplasty stent procedure, resistance was encountered and the delivery system was removed. However, it was discovered the stent was missing from the delivery system. Follow-up dilation, and stent procedure using a competitor's product, of the original lesion resulted in adequate vessel flow. No pt injury was reported with this event.